Manufacturer narrative:
Corrected fields: h6- medical device problem code. Updated fields: b4, g1- contact person at mfg site, g3, g6, h2, h11.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra aortic balloon pump had broken doppler door hinge. There was no indication of actual or potential harm.

Manufacturer narrative:
Due to character limit in the e1 section event site name, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g1-contact person at mfg site, g3, g6, h2, h3, h6- type of investigation, investigation findings, investigation conclusion and h11. Despite good faith efforts (gfes), no further information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.